Manufacturer narrative:
Philips service replaced the hard drives of the ip-pc and returned the system to use with limitations. Follow-up service activities were scheduled. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy was unavailable during a procedure due to intermittent system failure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.